Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; helix distorted/bent.

Event description:
High impedance and thresholds through analyzer at implant attempt. Another lead was used with good results. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.